Manufacturer narrative:
Date received by manufacturer: 04-may-2016. Additional information was received that the patient underwent an ipg replacement procedure. The patient¿s ipg was replaced due to patient's charging issue. Device malfunction was not suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. During the procedure, a new ipg was implanted.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. During the procedure, a new ipg was implanted.